Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise. This resulted in the minute ventilation (mv) feature being automatically disabled. The stored electrogram (egm) shows noise on the atrial and ventricular channels, electromagnetic interference (emi) is suspected. It was noted the device recorded non-sustained ventricular tachycardia (nsvt) and atrial tachy response (atr) episodes during this time period. It was recommended to consider further assessment of the noise source. The device system remains in service. No adverse patient effects were reported.